Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported by a doctor that one of his nurses "did a pocket fill" and the patient had adverse reactions to the subcutaneous pocket fill. The patient's information was unknown. The caller left the call abruptly and did not provide any other information. The reason for the call was to obtain journal articles and statistical information regarding pocket fills. No further complications were reported.